Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil and right ventricular (rv) coil on the rv lead were fractured. High pacing impedance was observed. Reprogramming was performed, and the physician will continue to monitor the patient. The lead remains in use. No patient complications have been reported as a result of this event.